Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device broke during the procedure. All pieces were retrieved.

Event description:
It was reported that the tip of the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
His complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broken off probable root cause: design: improper raw material selection. Insufficient assembly design. Hard stop not designed correctly. Guide mouth does not stabilize guide during drilling. Manufacturing: improper assembly. Incorrect raw material used . Guide or drill not manufactured to specification. Application: use of excessive force. The reported failure mode will be monitored for future reoccurrence. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: break-off of the phoenix drill tip in the bone (cat02504 lot 22327ag2). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, interfacing issues between drill bit and guide (guide out of specification), skiving of the drill bit on bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.